Event description:
It was reported that the user of the programmer has been swapping out the radio frequency (rf head) and the connection is now bad. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector on a printed circuit board assembly is loose. Analysis also found the system fan and power supply fan are noisy. (B)(4).